Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. All bonds were found to be within specification and there were no additional defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified unspecified artery of the aorta. A 27/7/2/100 equalizer¿ balloon catheter was used to stop the blood flow for stent grafting; however, it was noted that the balloon ruptured on the first inflation. Dilatation in stent graft was not performed. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified unspecified artery of the aorta. A 27/7/2/100 equalizer¿ balloon catheter was used to stop the blood flow for stent grafting; however, it was noted that the balloon ruptured on the first inflation. Dilatation in stent graft was not performed. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).